Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness,or performance of the device.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2013. Both surgeries involved implantation of omnilife devices. The revision surgery was performed due to loosening of the tibial baseplate. A new tibial baseplate with a stem was implanted to provide more stability.